Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment regarding the pace light on the external pulse generator (epg) not coming on and the epg displaying an error code. Analysis confirmed error code 805 occurred. The main printed circuit board (pcb) was found to be out of specification electrical. The upper case was broken. The display flex was also noted to be creased. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an external pulse generator (epg) experienced an error. It was further reported that the pace light on the epg was not coming on. The device has been returned for servicing. There was no patient involvement.